Manufacturer narrative:
Additional product component: model number/catalog number 7404127 and 72400024, batch/lot number 1000123466 and 1000124944, model/catalog description, control pump fgs iz and balloon fgs 61-70cm.

Event description:
It was reported that the patient experienced recurring incontinence due to the cuff was incorrectly sized too large with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.